Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a stainless-based metal powder. There was interference of metal of the shaft part of the cleaning brush and the inner surface of the channel, which caused abrasion powder of metal. In addition, a form of clear and colorless grease was observed to adhere. The component analysis revealed that hydrocarbon component, such as silicon and carbonate was included. Therefore, the foreign material in the form of grease may be derived from chemical agent whose main component is silicon. The event can be detected/prevented by following the instructions for use which state: ¿section 5.5¿manually cleaning the endoscope and accessories¿ ¿ brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section) 1 straighten the bending section of the endoscope. Grip the channel cleaning brush part of the single use combination cleaning brush (bw-412t) or the channel cleaning brush (bw-20t) at a point 3 cm from the bristles. 2 insert the brush at a 45°angle into the opening located in the side wall of the suction cylinder. Using short strokes, feed the brush through the instrument channel until it emerges from the distal end of the endoscope¿s insertion section. 3 inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4 carefully pull the brush back through the instrument channel and the suction channel and out of the suction cylinder. 5 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 6 repeat step 2 through 5 until no debris is observed upon inspection of the brush. ¿ brush from the suction cylinder to the endoscope connector (this brushes the suction channel in the universal cord and the endoscope connector) 1 grip the channel cleaning brush part of the single use combination cleaning brush (bw-412t) or the channel cleaning brush (bw-20t) at a point 3 cm from the bristles. 2 insert the brush straight into the suction cylinder. Using short strokes, feed the brush through the suction channel until it emerges from the suction connector on the endoscope connector. 3 inspect whether there is debris on the bristles when the brush emerges from the suction connector. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4 carefully pull the brush back through the channel and out of the suction cylinder. 5 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 6 repeat step 2 through 5 until no debris is observed upon inspection of the brush.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the cleaning brush had black foreign matter. The issue was found during reprocessing of the evis lucera elite gastrointestional videoscope. The product was cleaned and disinfected with an olympus endoscope reprocessor, model oer-4 after primary cleaning. There were no reports of patient harm. This medical device report (MDR) has been created to capture the event with respect to the scope (gif-hq290). The patient identifier (B)(6) captures the event with respect to the cleaning brush (bw-20t).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. And the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.